Event description:
The device has been returned.

Event description:
Boston scientific received information that this device declared a battery status of elective replacement indicator (eri). The physician believed that the device exhibited premature battery depletion. The device was explanted and replaced. The device is to be returned for analysis. There were no adverse patient effects from the procedure reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
As of today, the device has not yet been received for analysis. Should additional information become available, this report will be updated.